Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to hematoma.

Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. On (B)(6) 2010, the patient experienced the right inguinal hematoma and underwent through the surgical drainage. According to the information provided, the hematoma was caused by the surgical access to the right femoral artery (cut down) and was relate to the procedure because it is a consequence of the surgical cut. It was reported that on (B)(6) 2010, the patient had a short period of re-hospitalization of outcomes of surgical drainage and was discharged from the hospital 3 days later in good condition.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.